Event description:
It was reported that during the implant procedure, the right ventricular [rv] lead had very high impedance and poor threshold measurements. The physician removed the lead and the tip of the helix appeared frayed. A different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood in/on the helix/lobe mechanism. It was noted that the helix would not extend or retract that the time of analysis due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin was rotated.